Event description:
A 6f angio-seal evolution was deployed following a percutaneous peripheral intervention (ppi) where a stenting procedure was performed for a common iliac artery. A pre-deployment angiogram was performed, and hemostasis was achieved without problems. Two days post discharge, the patient developed swelling at the puncture site and came back to the hospital. A CT scan was performed, and the swelling was determined to be a hematoma. Manual compression was applied for 1-2 hours and hemostasis was achieved. Two more times, the patient developed swelling at the puncture site and visited the hospital. Hemostasis was achieved with manual compression both times. The patient was listed as stable and was scheduled to discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.